Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the emergency room after experiencing shortness of breath. Device interrogation revealed the patient received inappropriate shock therapies for atrial fibrillation due to a rhythm rate falling in the shock zone. The interrogation did not display the correct number of shocks that were seen on the therapy summary. The zone configuration was reprogrammed. The patient condition is stable after the change was made.